Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer also reported a black circle on the their insulin pump's screen. Customer could not clear their button error alarm. The customer's blood glucose was 180 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The display anomaly could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.